Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 116 mg/dl at the time of the incident. It also stated that the customer did not receive any another alarm followed by critical pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up and alarmed trace pointers are invalid, history pointers failed and post-reset ram crc alarm immediately after battery installation and power supply test failed during self-test. Alarm during self test due to broken red wire on the lithium backup battery. No critical pump error (open book image) alarm noted during testing.